Event description:
Senseonics was made aware of an incident where patient of hypoglycemia issue due to sensor inaccuracies. Patient experienced a hypoglycemia event on 01-november -2021 at 4:04 pm utc+2 . Patient mentioned that the sensor glucose (sg) value was 119 mg/dl where as blood glucose (bg) value was 37 mg/dl. Patient complained to have not received low glucose alerts because the glucose value did not cross the low threshold.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the data suggests there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry within 2-4 sensor readings. The hypo alert was asserted when the sensor reading crossed the low glucose alert threshold at 4:19 pm cet on november 1 2021. Overall, there was no malfunction of the system and therefore no further investigation is needed at this time.